Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four for the same event; see also 0002184052-2016-00109, 00111 and 00112.

Event description:
Legal counsel reported a patient had two "harrington rods" that were implanted on (B)(6) 2009 to treat a back fracture. The original procedure was orif (open reduction internal fixation) with decompression l1 and bilateral posterolateral arthrodesis t11-l1 with pedicle screws. The patient alleges an x-ray taken on (B)(6) 2015 revealed the right rod had fractured. Patient further alleges pain and injuries to her neck, back, and "body as a whole." It is unknown if a revision surgery has been performed.